Event description:
Discordant advia centaur troponin ultra results were obtained on patient samples. One patient result was released to the physician(s). Upon repeat the corrected results were reported out. There was no known report of patient intervention or adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results was due to the malfunction of the reagent probe 1, which was not centered into the reagent wedge. The fse replaced and calibrated the reagent probe 1 and ran controls. The instrument is performing within specifications. No further evaluation of the device is required.